Event description:
A (B)(6) male patient's in-home nurse contacted zoll customer support to report that one of the electrode belt cables was pulled off of one of the electrodes. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (electrode belt cable pulled from electrode) has been confirmed. As received, the cable running from the distribution node to the rear therapy electrode was completely pulled from the distribution node. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.